Event description:
Literature: hu x, jiang x, zhou x, et al. Avoidance and management of surgical and hardware-related complications of deep brain stimulation. Stereotact funct neurosurg. 2010; 88(5): 296-303. Summary: the authors performed a retrospective analysis of patients who received dbs over a 9-year period from march 2000 to december 2008. This study included 161 patients (85 male and 76 female). Of them, 153 patients suffered from idiopathic parkinson disease, 2 from essential tremor, and 6 from dystonia. The patients ranged in age from 16 to 80 years with a mean of 63.5 8 8.7 years. Intraoperative and postoperative antibiotics were administered for 3-5 days. Preventive anticonvulsant treatment was initiated 3-5 days before surgery and discontinued 2-3 weeks after surgery. Postoperative CT scan was performed in all patients within 24h after electrode implantation. All patients were clinically followed up for 6-84 months (mean 14 month). Reported event: one patient (treated in another hospital 4 years ago) was treated for an electrode fracture; the authors confirmed the diagnosis by plain film radiography showing that 2 connectors had slipped to the neck with 1 electrode fractured. After replacement of the fractured electrode, proper adjustment of the connectors and embedment into the retromastoid occipital bone grooves, the symptoms were well controlled.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.